Event description:
It was reported that after centrifugation the bd vacutainer® lh pst¿ ii plus blood collection tubes had a frothy tube and was overfilled. The following information was provided by the initial reporter: post centrifugation issues with froth found on top of the tube. Tube also appears to be overly full.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation the bd vacutainer® lh pst¿ ii plus blood collection tubes had a frothy tube and was overfilled. The following information was provided by the initial reporter: post centrifugation issues with froth found on top of the tube. Tube also appears to be overly full.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sample quality - poor plasma was observed. However, the indicated failure mode for overfill was not observed in the photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for sample quality and overfill was not observed. 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (sample quality/poor plasma/overfill) because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sample quality - poor plasma. This complaint has not been confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.